Event description:
It was observed during the device evaluation that the camera head exhibited charge-coupled device flooding, and water tightness loss. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: charge-coupled device flooding and water tightness loss. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: crack on the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.